Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was having difficulty holding it's charge. Troubleshooting was unable to provide resolution. As a result, the patient underwent surgical intervention to have their ipg replaced with a new model.